Event description:
Patient stated they were not sure what circumstances led to this. Patient stated when they plugged it in, it appeared to be charging but never did. Patient reported constant pain. Patient has an appointment on (B)(6) 2021. Patient stated it was rescheduled due to a fall however did not allege it was related to the device/therapy. Patient stated they reached out to rep and will meet on (B)(6) 2021. Ins still dead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that when covid started (january or february) the ins would not keep a charge and one day the patient was not able to charge. The patient was not able to charge the ins so it was dead and he can hardly function. The patient wanted to know what he should do. They were redirect to their healthcare provider (hcp) for in-person troubleshooting. It was recommended that he bring all his equipment with him to any appointments.